Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained in the patient and was not returned to the manufacturer. Additional information was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: 'the growing prosthesis was delivered to surgeon's office. When it was being checked by surgeon, to check the expansion mechanism, the component ceased expansion / collapsing ability. A 3 way conference was set up between surgeon, customs, and myself. He discussed the issues and decided to move forward on implanting the component."